Event description:
Customer reports, two occurrences where the catheter/stopcock failed to drain fluid after paracentesis procedure was complete. The second catheter/stopcock was manipulated until it was made to work. The pt required two procedures.